Manufacturer narrative:
Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3221) the overall 12 month product complaint trend data for the period (jan 2020 through dec 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
There was no repair performed as the fse assisted the customer via telephone. However it was reported that the unit was not cleared for clinical use. Further information has been requested. No service requested

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) curve gave a reading of zero. No patient harm, serious injury or adverse event was reported.